Event description:
It was reported that the arterial sheath dislodged during the procedure, and the patient experienced a suspected embolic stroke post-procedure. The patient presented as asymptomatic for a left transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system (nps) was selected for use. During the procedure, the arterial sheath dislodged upon release of the vessel loop prior to suturing, requiring re-access of the carotid artery. The second access was completed without issue. The following day, the patient experienced an occipital stroke, suspected to be embolic, with visual field deficits. Computed tomography angiography (cta) identified a focal dissection of the common carotid artery (cca), which may be a potential source of an embolic event. The stent appeared intact. Review of the brain magnetic resonance imaging (MRI) dated identified a new white matter lesion in the left occipital border zone, located between the middle cerebral artery and posterior cerebral artery territories. No intervention was performed to address the dissection. It was initially reported that the patient's visual field deficits remained unchanged following onset; however, it was subsequently noted that the patient is expected to make a good recovery.